Event description:
Reference number (B)(4). Event occurred in uruguay. It was reported that on (B)(6) 2024 one infusion set cannula were crimped and site of insertion is buttocks. The length of time of infusion is for 1 day. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: uruguay.